Event description:
It was reported that a dexcom g7 sensor did not pair with the ilet, and the user was guided to toggle the ilet cgm setting between g6 and g7 and reenter the sensor code to restore pairing. Symptoms included no alerts or alarms. Outcomes included user inconvenience without clinical impact.

Manufacturer narrative:
Investigation included customer technical support troubleshooting and guidance to reconfigure cgm settings and reattempt pairing. Investigation of this case revealed that the device communication was interrupted and pairing was not established until settings were adjusted and the code reentered. It was concluded that the event was related to pairing configuration and not to a device malfunction.